Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's heart rate was lower than expected and their blood pressure was low. At a follow-up check, a field representative interrogated the patient's device and did not note any pacing issues. The field representative reported that the patient's device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted and discussed troubleshooting options. Subsequently the shock vector was reprogrammed to the unipolar configuration. The physician plans to continue to monitor the patient through the remote monitoring system. This rv lead remains in service. No adverse patient effects were reported.